Manufacturer narrative:
The lens was returned positioned incorrectly in the lens case. Solution was dried on the lens. The optic has two large split/cracks and was pressed against the posts. The qualified associated cartridge was not returned for evaluation. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Qualified associated products were indicated. Upon return, the lens was observed to be placed into the lens case incorrectly resulting in damage. The root cause could not be determined for the reported of ¿defective¿. The specific lens issue was not specified. Lens damage was observed that may have occurred due to how the lens was positioned in the lens case for return. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met alcon¿s release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The product investigation could not identify a root cause or confirm the reported "loading error". The qualified associated cartridge was not returned for evaluation. There are two other complaints in this lot. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, lens was defective and loading error. There was a contact with the patient and the product is available for return. Additional information has been requested and provided that there was no patient harm and no hospitalization.